Event description:
It was reported that the physician tried to aspirate from the side port. It was not possible to aspirate any fluid. At the physician's office, the battery alarm was activated and was therefore disabled. It was not possible to prime the pump; battery depletion was suspected. The pump was replaced. The pump contained baclofen; no patient symptoms or final outcome were reported.

Manufacturer narrative:
(B) (4) - the device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is completed.